Event description:
The diabetes nurse specialist reported that customer was hospitalized due to diabetic ketoacidosis. The diabetes nurse specialist also stated that the customer had called several times prior to being hospitalized that the pump was receiving a no delivery alarm.